Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Didnt cause any symptoms or pain [no adverse event], fell off - oral-b [device breakage], toothbrush heads don't seem to click on the metal pin attachments...loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b crossaction toothbrush heads did not seem to click on the metal pin attachment of the oral-b toothbrush, type 3767 and was loose. It fell off, but did not cause any symptoms or pain. No injury was reported.